Event description:
It was reported that the patient received inappropriate therapies. X-ray revealed lead dislodgement and twisted in the pocket area. Twiddler's syndrome suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.